Event description:
The complaint is reported as: the catheter was leaking and had to be removed. No patient harm was reported. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. Visual inspection of the distal extension line confirmed a large hole adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. The total length of the catheter body was measured to be 19.5", which implies at least 2.0" of the catheter body were cut off and not returned per catheter product drawing. The outer diameter of the distal lumen measured to be 0.09610" which is within specifications of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The extension lines were initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the extension line/luer hub. A manual tug test confirmed the proximal extension line was fully secured within its luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed based on sales history, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the catheter was leaking and had to be removed. No patient harm was reported. No medical intervention was required.